Event description:
Admitted for elective termination of pregnancy due to suspected nonviability of fetus. In physician's office prior to admission, laminaria were placed after informed consent received. On admission, misoprostol was administered with spontaneous rupture of membranes a few hours later. Later the pt had respiratory distress which required intubation. Finally arrested and expired. Autopsy by coroner states "cause of death: disseminated intravascular coagulation secondary to probable clostridium sepsis". "Microscopic diagnosis: necrotizing endomyometritis secondary to clostridium infection, bacteria also in placenta."